Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), embedded device ('the essure device was found to be severely adherent to the uterus') and device breakage ('only part of the essure device could be resected at this time, and the rest could not be removed from the uterus') in a 36-year-old female patient who had essure (batch no. 626100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic bilateral tubal occlusion with micro insert, essure and uterine balloon therapy". The patient's medical history included general anesthesia (essure procedure) in 2008, endometriosis, menorrhagia, cervical dysplasia, female sterilisation and loop electrosurgical excision procedure. Before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced headache ("headaches"), 7 years 11 months after insertion of essure. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("only part of the essure device could be resected at this time, and the rest could not be removed from the uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), painful joints ("wrist pain / joint pain / bilateral wrist pain / knee pain / joint pain in hands"), neck pain ("neck pain / pain in neck"), shoulder pain ("shoulder pain"), abdominal pain upper ("epigastric pain"), depression ("depression"), migraine ("migraine headaches"), insomnia ("insomnia"), amnesia ("memory loss"), hypoaesthesia ("frequent bilateral hand numbness"), pain in extremity ("leg pain / toe pain") and back pain ("back pain") and was found to have weight increased ("weight gain / gaining thirty pounds of weight"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016 and removal of remaining essure on (B)(6) 2016, to remove the remaining essure device and to remove the remaining essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, device breakage, complication of device removal, abdominal pain, painful joints, neck pain, shoulder pain, abdominal pain upper, weight increased, depression, migraine, insomnia, amnesia, pain in extremity, back pain and headache outcome was unknown and the hypoaesthesia had not resolved. The reporter considered abdominal pain, abdominal pain upper, amnesia, back pain, complication of device removal, depression, device breakage, embedded device, headache, hypoaesthesia, insomnia, migraine, neck pain, pain in extremity, painful joints, pelvic pain, weight increased and shoulder pain to be related to essure. The reporter commented: her symptomatology developed gradually over the months and years following the essure implant procedure. The physician performed a laparoscopic bilateral salpingectomy on plaintiff. Unfortunately, only part of the essure device could be resected at this time, and the rest could not be removed from the uterus. The essure device was found to be ¿severely adherent¿ to the uterus and thus not able to be removed without damaging the uterus. The procedure was terminated. The physician performed a second procedure to remove the remaining essure device. Discrepancy noted in date of insertion: (B)(6) 2008 ( as per mr). The left fallopian tube I can count four coils after the insert was done, but in the right side the coil could not be counted because that was placed too deep to be seen. As per mr: (B)(6) 2016- d&c hysteroscopy, laparoscopic bilateral salpingectomy partial resection of essure. (B)(6) 2016-multiport robotic total hysterectomy, resection of endometriosis, uterosacral suspension . Most recent follow-up information incorporated above includes: on 22-jan-2021: mr received: event: 'endometrial ablation performed concomitantly with the essure micro-insert implantation nos', lot number, medical history, patient aka name, reporters information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'), embedded device ('the essure device was found to be severely adherent to the uterus') and device breakage ('only part of the essure device could be resected at this time, and the rest could not be removed from the uterus'). In a 36-year-old female patient who had essure (batch no. 626100), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic bilateral tubal occlusion with micro insert, essure and uterine balloon therapy". The patient's medical history included: general anesthesia (essure procedure) in 2008, endometriosis, menorrhagia, cervical dysplasia, female sterilisation and loop electrosurgical excision procedure. Before essure, her menstrual periods were not as heavy. Nor did they last as long. And she had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced headache ("headaches"), 7 years 11 months after insertion of essure. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("only part of the essure device could be resected at this time, and the rest could not be removed from the uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), painful joints ("wrist pain/joint pain/bilateral wrist pain/knee pain/joint pain in hands"), neck pain ("neck pain/pain in neck"), shoulder pain ("shoulder pain"), abdominal pain upper ("epigastric pain"), depression ("depression"), migraine ("migraine headaches"), insomnia ("insomnia"), amnesia ("memory loss"), hypoaesthesia ("frequent bilateral hand numbness"), pain in extremity ("leg pain/toe pain") and back pain ("back pain"). And was found to have weight increased ("weight gain/gaining thirty pounds of weight"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016 and removal of remaining essure on (B)(6) 2016, to remove the remaining essure device and to remove the remaining essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, device breakage, complication of device removal, abdominal pain, painful joints, neck pain, shoulder pain, abdominal pain upper, weight increased, depression, migraine, insomnia, amnesia, pain in extremity, back pain and headache outcome was unknown. And the hypoaesthesia had not resolved. The reporter considered abdominal pain, abdominal pain upper, amnesia, back pain, complication of device removal, depression, device breakage, embedded device, headache, hypoaesthesia, insomnia, migraine, neck pain, pain in extremity, painful joints, pelvic pain, weight increased and shoulder pain to be related to essure. The reporter commented: her symptomatology developed gradually over the months and years, following the essure implant procedure. The physician performed a laparoscopic bilateral salpingectomy on plaintiff. Unfortunately, only part of the essure device could be resected at this time. And the rest could not be removed from the uterus. The essure device was found to be ¿severely adherent¿ to the uterus, and thus not able to be removed without damaging the uterus. The procedure was terminated. The physician performed a second procedure to remove the remaining essure device. Discrepancy noted, in date of insertion: (B)(6) 2008 ( as per mr). The left fallopian tube, I can count four coils after the insert was done, but in the right side the coil could not be counted, because that was placed too deep to be seen. As per mr: (B)(6) 2016, d&c hysteroscopy, laparoscopic bilateral salpingectomy partial resection of essure. (B)(6) 2016, multiport robotic total hysterectomy, resection of endometriosis, uterosacral suspension . Lot number#: 626100, manufacturing date: 2007-10, expiration date: 2009-09. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), embedded device ("the essure device was found to be severely adherent to the uterus") and device breakage ("only part of the essure device could be resected at this time, and the rest could not be removed from the uterus") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (essure procedure) in 2008. Before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 7 years 9 months after insertion of essure, the patient experienced headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("wrist pain / joint pain / bilateral wrist pain / knee pain / joint pain in hands"), neck pain ("neck pain / pain in neck"), musculoskeletal pain ("shoulder pain"), abdominal pain upper ("epigastric pain"), weight increased ("weight gain / gaining thirty pounds of weight"), depression ("depression"), migraine ("migraine headaches"), insomnia ("insomnia"), amnesia ("memory loss"), hypoaesthesia ("frequent bilateral hand numbness"), pain in extremity ("leg pain / toe pain") and back pain ("back pain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("only part of the essure device could be resected at this time, and the rest could not be removed from the uterus"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2016 and removal of remaining essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device, device breakage, complication of device removal, abdominal pain, arthralgia, neck pain, musculoskeletal pain, abdominal pain upper, weight increased, depression, migraine, insomnia, amnesia, pain in extremity, back pain and headache outcome was unknown and the hypoaesthesia had not resolved. The reporter considered abdominal pain, abdominal pain upper, amnesia, arthralgia, back pain, complication of device removal, depression, device breakage, embedded device, headache, hypoaesthesia, insomnia, migraine, musculoskeletal pain, neck pain, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: her symptomatology developed gradually over the months and years following the essure implant procedure. The physician performed a laparoscopic bilateral salpingectomy on plaintiff. Unfortunately, only part of the essure device could be resected at this time, and the rest could not be removed from the uterus. The essure device was found to be ¿severely adherent¿ to the uterus and thus not able to be removed without damaging the uterus. The procedure was terminated. The physician performed a second procedure to remove the remaining essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.